Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was not confirmed. Fse was unable to replicate the reported issue. No issue with any of the psm arms confirmed. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon states that one of the patient side manipulator (psm) arm felt like it was sticking and did not have intuitive motion. The caller was also informed that staff had trouble installing and removing instruments on the psm arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found error 31009 for psm arm 1. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The instrument would not do anything the surgeon wanted without multiple attempts. The observed direction/movement was all directions. Up, down, and circles. There was a slight lag/delay in the movement of the instrument. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The staff took the drape off and reinstalled multiple times and changed the instrument. There was no harm or injury to the patient.